Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a battery alarm and the aa batteries were extremely hot. The aa batteries were exchanged and the issue resolved. No equipment would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery alarm on the heartmate mobile power unit (mpu), and one of the aa batteries overheating was not confirmed as no product was returned. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 3 of the IFU and patient handbook, entitled ¿powering the system¿, provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including a yellow wrench alarm. This section also instructs the user to not touch or carry the mpu for an extended period. The section also instructs the user to not touch the top of the mpu for longer than one minute to avoid the risk of burns as the surface temperature can become uncomfortably warm, especially if the room temperature is above 104 degrees fahrenheit. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Details provided on 15sep2025 noted that no log files were available as this had occurred directly out of box before a patient received the device. The alarms resolved after placing 3 new batteries.